Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cables were derailed. The cables inside the housing were derailed on the clamping pulley, which caused the instrument to move improperly. Additional observation not reported by site was that the instrument pitch cables were frayed at the distal clevis hub. No other damage was found at the clevis of the instrument. Additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. Failure analysis concluded that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument was not working. Intuitive surgical, inc. (Isi) contacted the site to obtain clarification about the issue with the instrument and obtained the following: the forceps do not grab tissue like their supposed to. No further information was provided.